Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a small volume folfusor. At the time of disconnection, after the expected therapy time was complete, it was observed that the device had not delivered any of the medication dose. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between september 7-11, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside the device bladder suggesting a possible no flow. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.